Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had the meter off on the pump and when she took the battery out, there were no icons on the screen. Customer stated that the pump is off and she did not receive a low battery alert prior to the off no power alarm. Customer stated that the battery was previously used. Customer was advised to try to put in a new battery in the pump. Customer did not have any batteries to try. Customer was advised to put in a brand new battery into the pump and call back if the pump does not turn back on.